Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No frozen display during testing. Device had cracked reservoir tube lip, missing end cap sticker, scratched reservoir tube window, scratched case and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding a week ago. Blood glucose value was 120 mg/dl. He removed the battery and it started working again but the day of the call the insulin pump alarmed button error. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 113 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.